Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned with its original sealed pouch. A visual inspection was performed. It was noted through the pouch, the suture is decolorized (white). No other damages or anomalies were found. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that the suture broke. A flexima apdl was used for computer tomography guided percutaneous drainage. During preparation, the flexima apdl was noticed to be snapping. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was reported that the suture broke. A flexima apdl was used for computer tomography guided percutaneous drainage. During preparation, the flexima apdl was noticed to be snapping. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.